Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "anatomic anterior talofibular ligament repair augmented with suture-tape for chronic ankle instability with poor quality of remnant ligamentous tissue." The study reviewed sixty-four (64) patients who underwent foot and ankle procedures using arthrex corkscrew to treat ankle instability. Two (2) patients had recurrence of instability during the sixty-four (64) month follow-up period. Ref: kim, s. W., et al. (2022). "Anatomic anterior talofibular ligament repair augmented with suture-tape for chronic ankle instability with poor quality of remnant ligamentous tissue." J orthop surg (hong kong) 30(3): 10225536221141477.